Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, a ¿cs069¿ alarm was reproduced on power up. The pump was unable to recover from the ¿cs069¿ after reboot. The ¿cs069¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs069¿ failure was written as a ¿cs087¿ failure in the black box. The error was resident to the flash chip (u39). Unrelated to the original complaint the battery compartment was found to be cracked starting at the threads to the left side of the grip pad.